Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information has been requested, however, no further information is expected. (B)(4).

Event description:
An ophthalmologist reporter an unexpected outcome following an intraocular lens (iol) implant procedure. The patient reported that the vision was not good. The iol was removed. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the first eye.